Manufacturer narrative:
The accounts engineer was able to adjust each caster in the brake, neutral and steer positions to resolve the issue.

Event description:
The accounts engineer stated that the brakes feel "spongy" when set and then when he pushes on the bed, the brakes will come out and back into neutral. He stated the neutral detent has already been replaced.